Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The field service engineer (fse) found light debris inside the extractor gate assembly as well as the front cross bar. The fse cleaned inside extractor gate assembly. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
Customer reported that approximately 4 to 6 pads were found in the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.